Manufacturer narrative:
Device not returned. Hosp. Discarded. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.

Event description:
It was reported that, inserted subject screw into proximal lateral tibia axsos plate. Screw stopped advancing before fully sitting back out with screw driver and reinserted. Stopped again before fully seating. Screw backed out and reinserted and stopped short of being fully seated. Screw removed and was observed to have fretting of the proximal threads -replaced screw with a new one and it fully seated without complications.